Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -12.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. It was noted "icl position was offset; and icl damage was found during operation". On (B)(6) 2022 the lens was exchanged with a same length/model lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
D9: return data: 07-nov-2022. H3: device evaluation: the lens was returned in a microcentrifuge vial with residue throughout the lens. Visual inspection found the haptic torn. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).